Event description:
A customer reported that during a procedure, the irrigation stopped when switching from core vitrectomy mode to the shaving mode. The infusion line was switched out twice, but the problem persisted. When trying to switch to fluid/air exchange (f/ax) the system stopped working for five minutes then began working again. The procedure was completed with no injury to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).